Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B braun medical inc (importer) is submitting this report on behalf of b braun (B)(4). The device is currently under investigation at our lab in (B)(4). A follow-up report will be provided after the inspection results are available.